Manufacturer narrative:
Our investigation is ongoing. A follow up report will be submitted when the investigation is complete. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient presented to have cadd (computer-aided drug discovery) pump changed. Difficult blood return noted. Superior port site leaking. Port was flushed, de-accessed. Accessed inferior lumen and connected pump. Additional information provided by risk manager: "during visit, the superior port site was slightly reddened. She was instructed to go to the ed if it got worse. The following day, she went to ed with increased reddening and given a course of antibiotics for possible port site infection. Patient continues to received her treatments using the lateral port."

Manufacturer narrative:
The device was unavailable for evaluation as it remains implanted in the patient. The contract manufacturer of the port and lumen conducted a review of the manufacture records for the lot numbers reported. Their investigation showed the devices were manufactured according to specification with no non-conformances or abnormalities. The last step in the manufacture process includes a 100% leak test. This test would have revealed a leak or weakness if it had existed at the time of manufacture. Without an evaluation of the device involved we are unable to determine the cause or factors that may have contributed to this event. Possible complications listed in the instructions for use include: catheter or port related sepsis, extravasation, catheter occlusion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.